Manufacturer narrative:
(B)(4). No complaint was received with the return of device. Failure event observed during analysis. Final analysis found that the lead was returned in two pieces. An insulation abrasion breaching the outer insulation at multiple locations from the distal portion of the lead. Abrasions are consistent with constant friction with another implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis.